Manufacturer narrative:
(B)(4).

Event description:
There was a report of medical intervention that had occured, however no details were given.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/18/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed but could not be completed due to a firmware update. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of no audio output. The root cause was determined to be a defective speaker.